Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed due to defective power supply. Likewise, the front light-emitting diode were switched on due to defective power supply. In addition, dust inside the unit, harness corrosion, dp board corrosion, rust on chassis, rust on the rear panel, front panel scratches, top cover scratches, pip connector rust &bent, and main switch crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was estimated that the image had no output due to the failure of the internal power supply with the front panel also lit. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿cv-190 instruction manual / 9.2 how to identify and deal with abnormalities: foreign matter (chemical residue, scale, sebum stains, dust, gauze shavings) on the electrical contacts of the scope connector is attached. Use gauze moistened with rubbing alcohol on the electrical contacts of the scope connector. After wiping, let it dry thoroughly. After the scope connector has dried, make sure to connect the endoscope to the output connector of the light source; cannot communicate with the endoscope: please discontinue use and contact olympus. Olympus will continue to monitor field performance for this device.